Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced ongoing skin issues, discomfort and infection at the implant site. The patient was treated with topical ointment (date and duration not reported). The implanted device remains.